Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information from the funeral home, cardiologist and primary physician were unsuccessful. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with information indicating the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately eleven months after device replacement. The cause of death has been requested and will not be received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis.